Manufacturer narrative:
Insulin pump received with minor scratched display window, cracked display window corner, cracked case at display window corners, missing the black o-ring/seal from inside reservoir tube, cracked reservoir tube window, cracked reservoir tube window corners and cracked battery tube threads. The reservoir does not stay locked in place properly due to broken reservoir tube lip. Unit function properly during rewind and basic occlusion, occlusion, prime/compromised force sensor system, the excessive no delivery and displacement test.(B)(4)

Event description:
The customer reported via phone call that the insulin pump was cracked where the reservoir is inserted. The reservoir was not staying locked in. Customer's blood glucose level was 150 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.